Event description:
According to the account, the suture anchor of the trocar broke off during the procedure and could not be found. A laparotomy was performed on the pt to find the missing piece, however, it was not located. No adverse effect on the pt's health has been reported.

Manufacturer narrative:
The device in question was returned to the manufacturer and inspected. Upon visual examination, it was confirmed that one of the suturing anchors had broken off during use. The nature of this type of failure prevents a root cause from being determined and a host of different factors may have played a role. The fact that this device was reprocessed did not contribute to the failure. Trocars undergo a thorough visual inspection prior to shipment to the customer which includes inspecting all areas of the anchoring devices for cracks and other damage that may have the potential to cause a failure.